Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The visual investigation of the complained sliders has shown that the holes are out of tolerance. The slits are marginally too wide. This mistake was not detected during final inspection of the part. Reviewing the manufacturing documents indicated that this dimension was tested during final inspection for this lot. Therefore we came to the conclusion that not the complete lot may be out of specifications. A CAPA determination request has been initiated.

Event description:
It was reported that the screw head gone through the plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.